Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were less responsive and need more pressure to work. Customer also stated that the insulin pump had broken battery compartment, missing piece and threads were exposed. Troubleshooting was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.